Manufacturer narrative:
The insulin button error alarm and no up and down button response due to flattened up and down button dome switch. No ramping number anomaly noted during testing. Analysis was unable to verify for operating currents including, low battery, off no power or battery out of limit alarm due to no up and down button response. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm, button error alarm, and keypad anomaly. The blood glucose at the time of the incident was 134 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.